Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that microdislodgment was experienced by the right ventricular (rv) lead. It was indicated that this dislodgement occured when the nurse sat the patient up at a 30 degree angle. It was indicated that this was confirmed using fluoroscopy. Additionally it was reported that pacing was delivered when not required. Pacing inhibition was indicated. Telemetry evidenced that the patient experienced 5.5 second pauses. The patient also experience asystole for greater than two seconds. A revision procedure was performed. Hospitalization and increased follow up due to the device were indicated. No additional adverse patient effects were reported.